Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) handle and the tip retraction mechanism was intact. The micro control appeared intact. The macro control appeared intact. The screw gear snap fit remained connected. The distal tip of the capsule seats flush against the tip ledger when fully advanced. The capsule was slightly bent. Voids over the nitinol reinforcing spring were observed on the distal and proximal ends of the capsule. The inner member or plunger could not be observed due to a loaded valve. Additional analysis observations: two kinks were observed along the distal end of the non-medtronic guidewire. The first kink observed on the floppy tip measured appr oximately 1.6 cm from the distal tip. The second kink measured approximately 8.8 cm from the distal tip. One kink was observed towards the proximal end approximately 32 cm from the distal end. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the device could not cross the aortic arch, and that the nose cone bent. Difficulties advancing the system have historically been related to factors such as the patient anatomy and the physician technique. In this case, it was noted that the patient anatomy was tortuous, which is the most likely cause of the advancement difficulties. In summary, the probable cause of the advancement difficulties and bent distal tip was the tortuous patient anatomy. The patient death and aortic rupture was reported to be related to the kinked non-medtronic guidewire, and a relationship of the vascular injury to the medtronic devices could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, while trying to cross the aortic arch , the nosecone of this delivery catheter system (dcs) bent due to tortuous anatomy. The system was pulled back and a second attempt to cross the arch caused an aortic rupture. Subsequently, the patient died due to bleeding.

Manufacturer narrative:
Additional information was reported that after the patient died, the physicians opened the patient's chest and discovered that a kinked non-medtronic guidewire caused the rupture, and not the nosecone itself.